Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow up and nonsustained lead noise due to competitive pacing on the atrial and ventricular channel due to blanking on the atrial channel and intermittent undersensing on the ventricular channel was observed. The ICD was reprogrammed. The patients status is well.